Event description:
While attempting to snare a large polyp the snare wire became embedded in the polyp and would not cut through it. In addition while attempting to apply pressure to fully close the snar the handle snapped. The pt was sent to the hospital to have the snare surgically removed.